Event description:
It was reported that during an unknown procedure, the surgeon found the titanium clip formed a "v" after firing ligamax5 outside the patient. Then the surgeon fired the device again, but the same problem occurred until the 9th time. The gap was in the orange. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 which occurred on the home choice (hc) during dwell 3 of 6. The home patient (hp) stated that the unused clamps were all open. The technical service representative (tsr) advised the hp that unused lines should be clamped during therapy. The tsr ended therapy and advised the hp to notify the peritoneal dialysis nurse of the missed therapy. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.